Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the emergency lamp indicator of the subject device was blinked. Sorc checked the subject device and found that the reported phenomenon was duplicated and the examination light was not emitted from the distal end of the endoscope. It was not provided the other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the deterioration of emergency lamp due to the long term-use, or the malfunction of the emergency lamp due to the accidental failure of the subject device by accumulation of dust from the ventilation grilles. If additional information becomes available, this report will be supplemented.